Event description:
It was reported that the patient presented for a follow-up, and upon interrogation, it was noticed the right ventricular (rv) lead had been pulled back into the right atrium and was sensing atrial fibrillation waves. Low r-waves were also noted. No intervention performed at this time. The patient was stable prior to, during, and following the interrogation.

Event description:
New information indicated that the patient's heart rate was dropping. The patient noted had been lightheaded and dizzy. Interrogation of the device found the right ventricular (rv) lead was in the right atrium sensing atrial fibrillation. The rv lead was explanted and replaced with no issues. The patient was stable before, during, and following the procedure.

Manufacturer narrative:
The reported event of lead dislodgement, far-field p-wave over-sensing, and failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing of the lead did not find conductor fractures or internal shorts. The measured helix extension length was within specification as received.